Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-hospital after presyncopal episode. Intermittent capture and episode of non-sustained lead noise due to a single beat of oversensing on the rv lead were noted. During the procedure, it was noticed that the rv lead was not making contact with the epicardium wall. The helix did not appear to be completely extended. The lead was explanted and will not be returned for analysis. The patient is doing great.